Event description:
It was reported that the pump and catheter were explanted due to infection. The reporter did not know the ¿strain of infection¿ but stated the pump site was ¿oozing¿, red and excoriated over the pump but the patient had no fever. The healthcare provider saw the patient before going on vacation and prescribed antibiotics. The healthcare provider thought the infection was ¿ok¿ but when the healthcare provider returned from vacation the healthcare provider decided the pump should be explanted. Per the reporter they will wait for 3 months and re-implant once the infection has cleared. The drug or patient outcome was not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).